Manufacturer narrative:
The causes for revision surgery can be attributed but are not limited to infection, poor bone quality, inadequate bone ingrowth, and/or patient anatomy. The presence of an infection is known to reduce the ph of surrounding tissues, which increases the susceptibility of an implant to corrosive attack such as fretting and/or pitting. Poor bone quality and inadequate bone ingrowth may cause loss of proximal stem fixation and implant loosening. From the information provided, it is unknown if any of these conditions were present. There was no indication of any manufacturing deviations. No material deviations were found in this investigation. Correction: the correct FDA manufacturing registration site should be 8010764; instead of 1020279.

Event description:
It was reported that a revision surgery was performed due to loosening.